Event description:
On an unknown date a patient in iceland underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported the weekend of (B)(6) 2025 patient was admitted to the emergency unit for increased abdominal pain for the previous 2-3 days. Patient also had chills, was unable to eat and had bile-stained vomiting. The patient had a CT scan that revealed that the peg-j had moved and retracted, the inner end reached down to the duodenum causing an obstruction and an ulcer. The patient had an endoscopy and the peg-j was pulled up, but there was still some tension on the inner tube, that reached further down into the duodenum. They managed to pull the inner tube and release it. The patient remained at the hospital for monitoring. Patient year of birth 1948.

Manufacturer narrative:
Reference number (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Gastric ulcer and intestinal obstruction are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.